Event description:
Valve was explanted because it was no longer programmable and/or damaged. The valve had been explanted and stored in the hospital for an uncertain period of time. During a conversation of the sales rep. With the surgeon, it was mentioned that there are hakim valves which had been explanted. Based on the requirements of the hospital (hospital of german armed forces in ulm), the valves can¿t be handed out and will most likely be kept at the hospital. More detailed information was not provided. Sales rep. Asked for more information, but hasn¿t received any additional information from prof. Dr. Yet.

Manufacturer narrative:
No gtin number available. It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.